Event description:
It was reported that the patient's hospitalization was not due to vns therapy. It was reported that the device was disabled at that time because of the patient's ect treatments. It was reported that the patient's device was programmed back on at the end of (B)(6). It was reported that the cause of the hospitalization is unknown, but that it was related to the patient's depression. No further information was known at that time. It was reported that the device is functioning properly.

Event description:
It was reported that the vns patient is not doing well and has been scheduled for ect treatments. It was reported that the patient was hospitalized. Attempts to obtain additional information have been unsuccessful to date.